Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), ubd: 17-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up equipment on an animal study for pre-clinical trials, saline flow would not return through the tubing when attempting to prime the saline flow. It was reported that there was a leak at the luer lock for the return. The lock was disconnected, where the unit then fell off the tubing. The reported issue delayed the animal study by half an hour.